Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extension tubing was also returned. One kink was found on the catheter tubing approximately 76.5cm from the iab tip. A penetration was observed at this location. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and a leak was confirmed on the inner lumen/catheter tubing. The optical fiber was also found to be broken at the location of 76.5cm from the iab tip. The evaluation confirmed the reported leak. The penetration found in the inner lumen/catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported leak. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy there was a balloon rupture. There was no injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy there was a balloon rupture. There was no injury to the patient.